Event description:
It was reported that the patient presented to the emergency room experiencing chest pain. The lead had perforated the patient. A thoracotomy was performed and the lead was repositioned. The patient was -resting comfortably- one day post operatively.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.